Event description:
The wife of a (B)(6) male patient called zoll customer support to report that the patient was receiving "add gel" messages when no gel had been deployed. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel messages) was confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, damaging wires and causing the "add gel" messages. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt.